Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 23, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to facial nerve stimulation. The patient was reimplanted with another cochlear device during the same surgery.